Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial resection of small intestine, at the first firing, firing stopped on the halfway. Surgeon said it did not clamp foreign material. They replaced the reload and connected to the same handle and the firing was successful. The event occurred during the procedure but the product was not used for patient. The surgical time was extended by less than 30 minutes. No patient injury.